Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that qty.2 of an ar-3515h drill sleeve contained in avn/ocd tray set has broken. This issue has occurred after almost every case. No additional information provided. Additional information requested.

Manufacturer narrative:
The complaint is confirmed based on the customer-provided photo, which displays the broken and dented distal end of the ar-3515h. However, without receipt of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.